Event description:
It was reported that a patient was taken for an emergency angiogram and an attempt was made to insert the intra-aortic balloon (iab) through the femoral approach but during insertion blood was seen in the iab. The iab was removed and new iab was inserted to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. The one-way valve was also returned. No blood was observed inside the iab catheter. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # 191237.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that a patient was taken for an emergency angiogram and an attempt was made to insert the intra-aortic balloon (iab) through the femoral approach but during insertion blood was seen in the iab. The iab was removed and new iab was inserted to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that a patient was taken for an emergency angiogram and an attempt was made to insert the intra-aortic balloon (iab) through the femoral approach but during insertion blood was seen in the iab. The iab was removed and new iab was inserted to continue therapy. There was no reported injury to the patient.